Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the tip of screw capture broke off. Case delayed less than 30 minutes. Backup available. After reviewing historical data, it was found that a similar failure mode has lead to a serious injury.